Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported door not fully latched messages which were not reproduced. Door not fully latched messages were confirmed through the event history log. Eval found the keyhole to have been disassembled and reassembled incorrectly, causing the slide clamp to get stuck in the keyhole. This may have made it difficult to close the door when the slide clamp was keeping the keyhole from rebounding as intended. This may have been the cause for the door not closing completely and therefore causing the customer reported symptom. They keyhole assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.